Manufacturer narrative:
(B)(4): after the event a clinical development manager visited the account. During his visit the cdm found that there was no cycloplegic exam performed. The postop healing time between the original treatment and the first and second enhancements was only 2 months and less than 2 months for the third enhancement which is less than the recommended. The cdm also found that the keratometry values were not entered into the treatment correctly on the second enhancement as they appeared as the defaulted values of 43.50 x 43.50. In addition the cdm found that the optical zone and ablation zones were modified from the FDA approved parameters. The cdm discussed with the surgeon that custom photorefractive keratectomy (prk) is an offlabel use of the system and abbott medical optics suggests to perform cycloplegic examination. Placeholder.

Event description:
The surgeon mentioned to clinical development manager (cdm) that a patient had undercorrection. Patient had a customvue lasik with a moria keratome (flap creation) in left eye os. An enhancement procedure was done on (B)(6)-2013 and a third enhancement procedure was done in (B)(6)-2013. The patient experienced epithelial ingrowth during the refractions and post op measurements.

Manufacturer narrative:
(B)(4) (epithelial ingrowth). Placeholder.